Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the high 200 mg/dl range during the night time. Reportedly, elevated bg's may be due to the settings. Customer delivered a correction bolus to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with customer's health care professional.